Event description:
The facility reported that the nurse wanted to move the lift when nobody was in it. She operated the lateral function, but the lift went the wrong way. The track end stopper fell off and the lift swayed in the track. (B) (4).

Manufacturer narrative:
During investigation it was noted that the end stopper had not been correctly installed in the track. There is a rod in the end stopper which is normally inserted inside the track in order to block the movement inside the track when there is an impact with the lift. The track where the end stopper was installed was not drilled in order to get the end stopper. The facility noticed there was no hole on the track, but installed the end stopper anyway. The defective end stopper has been reportedly reinstalled by a certified technician. The manufacturer has concluded the cause of this event was the incorrect installation of the end stopper and recommends that all installations are performed by certified technicians.